Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a damaged speaker cable. Upon receipt, the device would not issue audio prompts as per the reported fault. A visual inspection of the speaker cables identified that the black cable was severed in the region where the rim of the upper case meets the lower case. This indicates that the cable had been damaged during pairing of the two cases at manufacture. The fault could not be replicated after replacing the speaker. This confirmed a failure of the returned speaker due to the severed speaker cable. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.